Event description:
The customer reported that spectrum pump (B)(4) would not recognize a closed door. There was no pt injury reported. No further info was provided.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received by baxter for eval. Eval found that the unit does recognize a closed door however found the force required to secure the door above expected levels causing "door not fully latched" alarms. Unit was received inoperable due to "door not fully latched" alarm caused by loose link screws (upper and #3). The alarm was resolved during eval by adjusting the screws with the door performing as expected. The screws were replaced.